Manufacturer narrative:
The unit did not have a battery installed when received. Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. Unit had cracked display window, cracked case at display window corner, cracked battery tube threads and partially broken off reservoir tube lip. The insulin pump passed the displacement accuracy test. Data analysis: (B)(6) 2017 daily insulin total = 52.400 u, (B)(6) 2017 daily insulin total = 54.250 u, (B)(6) 2017 daily insulin total = 48.600 u, (B)(6) 2017 daily insulin total = 80.350 u, (B)(6) 2017 daily insulin total = 72.350 u, (B)(6) 2017 daily insulin total = 24.200 u, (B)(6) 2017 10:53:41 alarm #4 no delivery alarm, (B)(6) 2017 daily insulin total = 0.000 u.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away at home. The caller did not know the customer's cause of death, however, the medical examiner stated that the flu caused high blood glucose; the customer crashed and never came back. The customer had a stent put in the heart years ago. The caller did not know the customer's blood glucose at the time of death. The customer was wearing the insulin pump at the time of death. The caller did not know whether the customer used sensors or not. The caller agreed returning the insulin pump for analysis. Carelink upload was performed during the phone call. The insulin pump was alarming no delivery, low reservoir, and battery out limit. Assistance was provided to clear the alarms in order to complete the carelink upload which was successfully completed.